Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Motor passed the motor test. No unexpected no delivery or insulin flow blocked alarm or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error alarm noted during testing or in the device trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump received multiple error alarms. The customer blood glucose level was unknown. It also reported that the insulin pump received insulin flow blocked due to occlusion. The insulin pump and self test was passed. During troubleshooting, it was reported that the insulin pump alarmed pump error. It was reported that they were unable to rewind the insulin pump. The insulin pump will be returned for analysis.